Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is having screen display issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation, investigation findings,component codes, investigation conclusions),h10,h11. Corrected field: e1(site country) the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the lcd display to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
It was reported that during preventive maintenance inspection performed by a getinge field service engineer (gfse), the cs300 intra-aortic balloon pump (iabp) unit was having screen display issues. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d4 (cat # blank), d5, d10, e1 (reporter & email), e2, e3, e4, g2, h6 (health clinical & impact).